Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles (ica). The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry, with clear surgical residue/debris on product in the lens container. Visual inspection found the haptic torn. Previous patient code (B)(4) (incision opened) is not correct. Secondary surgery was already reported. (B)(4).